Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring came off. The customer¿s blood glucose was 180 mg/dl at the time of incident. The customer also report that there was crack on top reservoir and front lcd and under esc button. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be return for analysis.